Manufacturer narrative:
Patient identification unknown/ not provided. (B)(4). Patient weight unknown/ not provided. Additional 510k number k101880. Note: the implant tsvmwb11 includes mount/transfer (fmt4) and cover screw (bundle device).

Event description:
It was reported that the transfer mount (tsvmwb11) fractured off in the internal hex of the implant. The implant was being placed under normal torque forces and the transfer mount (fmt4 which comes with implant) fractured off in the internal hex of the implant. This required removal of the implant and a new implant was placed.

Manufacturer narrative:
One tapered screw vent implant was returned for inspection. Visual inspection showed that the implant showed signs of wear and the surface is scratched. The mount reported was not returned for inspection, nor were any fractured pieces. A device history review was performed and no related non-conformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: ¿tapered screw-vent® implant system¿ 5161, rev. 3/12. ¿instructions for use for screw-vent® implants¿ 4869 rev 7-01/16 information identified: documentation describes proper instructions for using the implant mount for transfer: removing the implant from the vial remove the implant outer vial from the box and open the outer vial to break the seal. Drop the sterile inner vial and contents onto a sterile field. Flip the white top of the inner vial open by pressing on the flat side with access hole. Press the top to the inner vial body to lock in the top. For further instructions see the packaging instructions for use on pages 75-76. The implant is supplied pre-attached to a multi-functional fixture mount/transfer for easy delivery. Remove the implant from the inner vial by using one of the delivery instruments (see the next section). Note: the supplied surgical cover screw is located in the lid of the inner vial with an access hole for the gemlock hex tool. Complete seating with the appropriate instruments: rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer/impression post. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating directly to the implant with the appropriate hex driver or hex drill [rh2.5, rhl2.5, rhd2.5 for 3.7, 4.1 and 4.7mmd implants; hx3.0-s, hxl3.0-s, hx3.0d for 6.0mmd implants]. Additionally, the fixture mount/transfer can be used as a temporary abutment with the tapered screw-vent implant for provisional restorations. Complaint indicates the implant mount fractured during insertion. The part was functionally tested with a house fmt4 mount, and found to assemble and seat in the implant as normal. No technical deficiency was detected in the condition of the implant. The complaint is non-verifiable without return of the reported mount. A root cause for this complaint could not be determined.